Event description:
Caller reported an issue with the pump displaying an incorrect time, which was off by more than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, with instructions to follow up if the discrepancy recurs. Caller acknowledged the advice and understood the steps taken.